Event description:
The user reported that during a stent removal procedure the stent broke in half approximately 3 cm from the proximal end. When the physician went to remove the stent from the pt s/he grabbed the suture on the proximal end of the stent. As the physician was pulling on the suture the stent broke. The physician then grabbed the distal suture and inverted the remaining portion of the stent and was able to successfully remove it from the pt. No harm or injury was reported.

Manufacturer narrative:
Device evaluation: the suspect device is not expected to be returned for evaluation. A follow-up report will be submitted when the investigation has been completed.